Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a scratched display window.

Event description:
It was reported that the customer received multiple no delivery alarms. It was also reported that while attempting to bolus, the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 280mg/dl. Customer treated with a manual injection. Advised insulin pump would be replaced. No additional information is provided.